Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 1/31/2018 under authorization number (B)(4) for manufacturer abbott under registration number (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2016 the patient presented in clinic with abscess and redness at incision site. The patient was prescribed antibiotics. It was also noted that the patient had recovered; however, during a pocket revision procedure on (B)(6) 2017 infection was noted following the opening of the pocket. On (B)(6) 2017 the system was explanted. The patient was prescribed antibiotics, given a life vest and is recovering.